Event description:
It was reported by service report that the head end lift was stuck in high position and would not lower. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: lift motor.